Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 11.5 cm to 11.8 cm from the distal tip which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device.